Event description:
It was reported in 2008, the physician implanted a 30mm helex septal occluder in a female to close an asd (atrial septal defect). The pt had a symptomatic asd and was obese, with dyspnea on exertion. The physician had difficulty gaining access on the right side, so access had to be obtained from the left femoral vein. The pt had bilateral hematomas post procedure. A superficial femoral av fistula on the right side required surgical repair at 30 days. The pt was doing well after the repair.

Manufacturer narrative:
The device remains implanted in the pt. A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.